Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process and experienced high blood glucose level. Customer's current blood glucose was 350 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin squirting out during the prime process. Customer declined to troubleshoot for high readings. Customer states that had no compromised force sensor system on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify prime or fill anomaly due to compromised force sensor system alarm. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.